Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon eighth inflation at 12atm. The procedure was completed with another of the same device. There were no patient complications reported post procedure.